Event description:
It was reported to boston scientific corporation that a boston scientific obtryx halo single system device was used in an obtryx procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the plastic sleeve broke into two pieces when the doctor pulled it out through the obturator membrane on the right side of the patient. This occurred inside the patient. The detached sleeves were removed from the patient by pulling the device out; no pieces were left inside patient. The procedure was completed with a solyx device. There were no patient complications as a result of the event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Device code 2907 captures the reportable event of plastic sleeve detachment. Two handles and a piece of the mesh assembly were received. The piece of the mesh assembly received included the dilator, association loop, and a small section of the sleeve. No mesh was received. A visual examination of the returned obtryx halo single system revealed that the protective sleeve was broken. There was evidence that the sleeve had stretched, indicating that the device had been subjected to excessive force. Furthermore, there were no issues noted on the delivery devices. The returned association loop was able to be loaded and removed on both delivery devices. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the available information, it is likely that the procedural factors such lead to user exerting excessive force on the device while withdrawing the delivery device, caused the sleeve to stretch and ultimately separated near to the dilator. Therefore, the investigation concluded that the most probable cause for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on the event. A labeling review was performed and confirmed that the directions state "if excessive force is encountered during advancement/withdrawal, stop and determine remedial action prior to proceeding."

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific obtryx halo single system device was used in an obtryx procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the plastic sleeve broke into two pieces when the doctor pulled it out through the obturator membrane on the right side of the patient. This occurred inside the patient. The detached sleeves were removed from the patient by pulling the device out; no pieces were left inside patient. The procedure was completed with a solyx device. There were no patient complications as a result of the event. The patient condition following the procedure was reported to be stable.